Event description:
It was reported that the atrial lead exhibited sensing issues in the months following implant. The physician decided to replace the lead during an ICD upgrade procedure. During the procedure, fluoroscopy revealed that the atrial lead had dislodged into the superior vena cava. The lead was explanted and replaced. There were no adverse events for the patient before, during or post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.